Event description:
It was reported that the lead was attempted but not used during the implant procedure. After placement of the lead the physician attempted to withdraw the guidewire; however, there was resistance and the guidewire remained inside. The lead was removed and replaced. No patient complications have been reported as a result of this event.